Event description:
Device issue: recoil. Adverse event: subacute thrombosis. Time of adverse event and device issue: eight days post procedure. It was reported that eight days post procedure the patient returned with chest pain. Angiography revealed subacute thrombosis (sat) at the proximal edge of the xience v 2.75 x 23 mm stent (the stent seemed to be recoiled). Rotablator and plain old balloon angioplasty (poba) were performed to treat the sat and the procedure was completed. No additional information is available.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow up will be submitted with any relevant information.